Event description:
Parekh, j., patel, s., eckmann, m., ramamurthy, s. Thoracic wall pain from spinal cord stimulator electrode malfunction. University of texas san antonio health science center, san antonio, tx. The journal of pain. Abstracts. Summary/reported event: a 51-year-old female patient had excellent pain relief until 14 months after initial implantation, when the device was revised due to increasing voltage demands. Electrodes were replaced. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID: 3487a, serial# unknown, product type:lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0230860v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Correction: manufacturing ID should be (B)(4).